Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site; however, the issue could not be resolved. Revision surgery is planned, however has yet to occur as of the date of this report, (B)(6) 2016.